Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received three inappropriate treatments and seven appropriate treatments, one of which converted the arrhythmia to a slower rhythm and six which did not convert the arrhythmias. The device was started up at 23:34:49 on (B)(6) 2022 . At 10:44:33, an arrhythmia was detected. ECG shows vt @ 210 bpm. At 10:45:57, the patient received the first appropriate treatment. The rhythm at time of treatment was vt @ 210 bpm. The post shock rhythm was sinus beat transitioning to vt @ 210 bpm. At 10:46:25, the patient received the second appropriate treatment. The rhythm at time of treatment was vt @ 200 bpm. The post shock rhythm was sinus bradycardia @ 50 bpm with bigeminy. At 10:46:53, the patient received the first inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. The rhythm at time of treatment was sinus bradycardia @ 50 bpm with nsvt. The post shock rhythm was nsvt. At 10:47:19, the patient received the second inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. The rhythm at time of treatment was sinus rhythm @ 80 bpm with pvcs/nsvt. The post shock rhythm was sinus bradycardia @ 50 bpm with nsvt and hb. At 10:48:04, an arrhythmia was detected. ECG shows sinus bradycardia @ 55 bpm with nsvt and hb. At 10:49:15, the patient received the third inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. The rhythm at time of treatment was sinus rhythm @ 60 bpm with pvcs. The post shock rhythm was sinus rhythm @ 70 bpm with pvcs. At 10:51:16, an arrhythmia was detected. ECG shows vt @ 190 bpm. At 10:51:47, the patient received the third appropriate treatment. The rhythm at time of treatment was vt @ 220 bpm. The post shock rhythm was vt @ 200 bpm. At 10:52:16, the patient received the fourth appropriate treatment. The rhythm at time of treatment was vt @ 200 bpm. The post shock rhythm was vt @ 190 bpm with an escape beat. At 10:52:42, the patient received the fifth appropriate treatment. The rhythm at time of treatment was vt @ 175 bpm. The post shock rhythm was vt @ 175 bpm. At 10:53:09, the patient received the sixth appropriate treatment. The rhythm at time of treatment was vt @ 190 bpm. The post shock rhythm was nsvt. At 10:53:36, the patient received the seventh appropriate treatment. The rhythm at time of treatment was vt @ 220 bpm. The post shock rhythm was vt @ 190 bpm with an escape beat. The electrode belt was disconnected at 11:40:14 on (B)(6) 2022 .